Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed a visual inspection and found the sensor cannula retreated inside of the sensor base. The cannula was also broken and the broken part was attached to the tubing. It could not be confirmed if the customer received the sensor in said condition due to the customer returning an opened/used product. Refer to picture attachment for details.

Event description:
The customer reported via phone call that the transmitter was not blinking green when connected to the sensor. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the lack of blinking green light after transmitter and sensor connection. When the customer removed the sensor he found that the electrode was completely bent and slightly popping out of the top. The sensor was returned for analysis and a replacement sensor was shipped to the customer.